Event description:
It was reported that the atrial lead exhibited noise due to lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was cut and returned in pieces. A proximal insulation abrasion was found at 29.2 cm to 30.0 cm from the distal tip due to contact with another implantable device. The proximal coil was exposed at the same area which could have caused the reported noise.